Manufacturer narrative:
(B)(4). The complaint device was recently returned to our service centre in (B)(4). Our investigation is currently in progress and we will provide a follow up report upon completion of our investigation.

Event description:
A healthcare facility in (B)(6) reported that the heater head case of an iw934 cosycot infant warmer was broken. A service of the device was requested. This was found prior to patient use.

Manufacturer narrative:
(B)(4). Method: the complaint infant warmer was received at the fisher & paykel healthcare service center in (B)(4), where it was inspected by a trained technician. Our investigation is based on the service report and photographs provided by our (B)(4) facility. Results: inspection of the supplied photographs revealed chipped plastic near the lamp end side on both sides of the head upper case. The lower case also showed a hairline crack on the inner side of the head case. There was a hairline crack near the screw hole where the lower case is fastened to the upper case on the lamp end side. No discrepancy was noted when the warmer's production record was reviewed. The warmer was released for distribution in january 2003 and is thus nearly ten years old. Conclusion: it is likely that the physical damage of the complaint warmer head is related to user handling. The cracks on the screw hole can occur if the lower case is removed from the upper case without proper care. An m4 screw is used to secure this end of the lower case. It is possible that when the lower case was removed from the upper case, the screw was still attached and the lower case was swivelled, applying undue force and fracturing the plastic around the screw hole. This action can create tension in the middle portion of the lower case, causing it to break. The chipped plastics on both sides appeared to be due to a tool such as a screwdriver being used to disengage the lower case from the upper case. The lower case is fitted very securely to the upper case and care and application of hand force is required to disengage the two casings. Removal of the lower casing occurs during lamp replacement. The infant warmer technical manual service procedure states that if the warmer needs a replacement halogen lamp, the lower casing should be removed by pulling both sides of the lower case down to open. The warmer head was repaired by replacing the damaged parts and was returned to the healthcare facility after passing the required electrical safety tests.

Event description:
A healthcare facility in (B)(6) reported that the heater head case of an iw934 cosycot infant warmer was broken. A service of the device was requested. This was found prior to patient use.